Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1004587. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-01-04. Medical device lot #: 1147245. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-05-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: even though the tubes are centrifuged 2 or 3 times, the gel remains at the bottom.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to poor barrier separation as all samples met specifications. 4 retained tubes from each lot number (1004587 and 1147245) were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All 8 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: even though the tubes are centrifuged 2 or 3 times, the gel remains at the bottom.